Manufacturer narrative:
Correction: e4: init rptr also sent rep to FDA. Block h11: investigation results: the returned resolution 360 clip was analyzed, and visual inspection found the device returned with the clip assembly attached and couldn't fully open since both arms were bent. During the functional test the device was able to perform a full deployment. The microscopic examination found evidence of full deployment and both arms bent. The reported event of clip poor bite was unable to be confirmed. The investigation could not identify any issues related to the reported problem, clip poor bite as the clip assembly returned with both arms bent, which made the device unable for functional testing. Therefore, unable to exclude device problem was chosen as the analyzed cause code for this failure. Regarding the arms bent, it is probable that the reason why the clip arms got bent was a result of factors related to the procedure and manipulation. The conclusion is acceptable because according to the evidence provided, it is likely that the customer would try to grasp a large amount of tissue, bigger than the clip could close and this action can cause a deformation in the distal section of the clip arm, affecting the capability of closing its jaws correctly and consequently the capability to remain attached to the tissue. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all additional information, the most probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip failed to deploy. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information: during the procedure the clip was confirmed to have poor bite.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip failed to deploy. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Additional information: block b5 (describe event or problem), block h6: has been updated to reflect coding of poor bite, block e1: has been updated with initial reporter title and facility name.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip failed to deploy. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information. During the procedure the clip was confirmed to have poor bite.